Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It wast was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, this event occurred with multiple cartridges. A cartridge change was performed resolving the issue. The reported issue did not impact to customer's blood glucose.